Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the complaint device revealed the distal end cover was scratched. The angle wire was worn, therefore the bending angle in the up direction did not meet the standard value. Inspection found the bending section cover adhesive was chipped and cracked, and the distal end insulation test failed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported two (2) events and patients involving the same device: event 1: (B)(6) 2022 - flexible sigmoidoscopy. Event 2: (B)(6) 2022 - colonoscopy, post-polypectomy bleed and clipping of bleeding polypectomy site. The customer reported to olympus, non-olympus clips from a procedure in (B)(6) with a patient were stuck inside the endoscope and the clip was found after a different procedure with a different patient in (B)(6). The customer reported after a flexible sigmoidoscopy procedure, the staff noted the suction channel was not working properly and had trouble cleaning the suction channel at the bedside cleaning. While cleaning the subject device, a non-olympus clip fell out of the endoscope on cleaning/brushing. The customer reported this event occurred after a (B)(6) 2022 patient procedure for an anal fistulotomy and polyp examination. No clips were used in this procedure. The customer stated the patient was under anesthesia and had a pudendal nerve block. Due to the patient body fluid exposure from the previous procedure, diagnostic blood tests were performed. There was no adverse outcome to the patient, who was discharged from the hospital as planned. The customer stated a different patient had a post-polypectomy bleed at the polyp site which required intervention on (B)(6) 2022 using the non-olympus clips. It was also reported the initial polypectomy procedure was performed ten (10) days prior to the bleed repair with the non-olympus clips. It is unknown at this time if an olympus device was used in the initial polypectomy procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, regarding event 1, the procedure was performed with the clip clogged in the device. The patient required standard body fluid exposure blood tests due to the event. Since additional testing was conducted, this is considered a health hazard. Regarding event 2, it is likely that the clip was suctioned during the procedure. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.